Manufacturer narrative:
Unit passed displacement test, self test, sleep current measurement and active current measurement. However, unit received with battery last less than expected and power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they was replace the battery every 2 days and in the alarm history there was only replacement battery. The customer¿s blood glucose level was unknown. Customer stated that battery cap was not damage, he used the batteries. The device will be returned for analysis.